Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered urinary incontinence, retention, leakage, severe pelvic and abdominal pain, pain during intercourse, excessive inflammation, and vaginal bleeding. No further information has been provided.